Event description:
It was reported that this insertable cardiac monitor (icm) missed a pause episode. The algorithm requires 3 verification steps to validate the pause and boston scientific technical service indicated that one of them rejected it. The representative will discuss with the clinic but the patient is getting a pacemaker because of this. The icm remains in service and no adverse patient effects were reported.